Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4), alleging a meter casing issue with her onetouch verioiq meter. The patient reported that she was unable to insert a strip into the meter due to something ¿blocking¿ it. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue occurred on (B)(6) 2013 at 11:00am. The patient informed the csr that she manages her diabetes with insulin (self adjuster). It is not known if the patient made any changes to her usual diabetes management regimen when she was unable to test with the subject meter. The patient reported that approximately ½ hour after the meter issue was discovered she developed symptoms of ¿rapid heartbeat and felt disoriented¿; symptoms she associated with a low blood glucose. In response to the symptoms, the patient stated she treated herself with juice and confirmed feeling better afterwards. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Follow-up # 1 ¿ (10/22/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 9/12/2013 and 10/11/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to have a contact issue with spc pin 1 low. A DHR (device history record) was completed on 10/01/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.